Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The calibration files were reloaded during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 8800 system had a generator error message displayed. No pt injury was reported.